Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument tip was broken and bent. The customer was not able to remove the instrument from the trocar, so they removed the instrument and the trocar together from the patient. There was no report of fragment(s) falling inside the patient. A backup instrument of the same kind was used. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the port incision was not increased in order to remove the instrument and cannula together. The instrument tip was not broken off and no report of fragment(s) falling inside the patient during use. However, when an isi field service engineer (fse) removed the instrument from the cannula on the following day, the instrument was broken, and the fragments may have fallen off outside the operation field. There were no observed intraoperative collisions or misuse involving the instrument. The procedure was completed robotically with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube. Multiple pieces were broken and missing from the instrument. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and material was found missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. In addition, the following information was obtained: the procedure being performed on the date of the event was a radical without lymphadenectomy prostatectomy, and the patient was a male.

Event description:
Refer to h10/h11 for follow-up information.